Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 12 mar 2021 was reviewed. On (B)(6) 2016, the patient had a right total knee arthroplasty to address severe degenerative joint disease. Depuy components, including depuy patella, and competitor cement x2 were used during this procedure. There were no known complications reported during the surgery. On (B)(6) 2019, the patient had a revision of the right total knee to address loosening of the tibial tray at the cement/implant and at the cement/bone interface and arthrofibrosis. Prior to surgery the patient was noted to have had stiffness and pain and has had a couple of manipulations. The patient also reported having lost range of motion. During the procedure the surgeon observed significant amount of scarring throughout the knee. The tibial tray and insert were revised. Depuy components were used during this procedure along with competitor cement. Doi: (B)(6) 2016. Dor: (B)(6) 2019 (right knee).